Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 76 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and the pump went into an unexpected restart. The customer was advised to monitor the insulin pump and to call back if they encountered any further issues. The insulin pump started working as designed. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.